Event description:
It was reported that during an unk procedure, when reload is open, the drivers were out and reload was not usable. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch # 672d17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damage along with its opened packaging. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge with a test device. During the functional testing, the reload cannot be fired. The reload was disassembled to verify the condition of the internal components and one leg from the wedge knife assembly was noted to be broken no allowing fired the reload. No functional test was performed due to the condition of the reload. No conclusion could be reached as to what caused the damage to the wedge knife assembly. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 672d17, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.